Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and delivered inappropriate shock therapy. Subsequently, it was found out that this lead had dislodged. No therapy exhaustion, asystole, and other complication were reported. This rv lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.